Manufacturer narrative:
The t:slim x2 with control-iq user guide states: "warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose level of 60 mg/dl. Customer was treated with dextrose and insulin, and was released from the ER a ¿few hours later¿ with no permanent damage. Reportedly, the customer inadvertently performed the load fill tubing step while connected at the infusion set site. Subsequently, 10 units of unintended insulin was delivered to the customer. The customer declined to have a pump system check performed.